Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call, the sensor readings were inaccurate and were triggering the threshold suspend feature on the insulin pump. Customer was woken up to the insulin pump alarming threshold suspend. Customer's mother took the customer's blood glucose and it was 163 mg/dl. The insulin pump is set to go into threshold suspend when the sensor reading is 80 mg/dl. No troubleshooting was performed. Customer's mother is not returning the sensor for analysis.